Manufacturer narrative:
Unit had unresponsive up and down buttons due to unlocked lcd keypad connector. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was not working when she manually entered her blood glucose and carbohydrates. The up and down arrow buttons were unresponsive when she attempted to deliver a bolus. The insulin pump was dropped. Customer's blood glucose level was 235 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.